Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2014-05826

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05826. On (B)(6) 2014, the patient underwent a trial procedure. Intra-op, stimulation could not be obtained due to invalid impedance on both leads after they were placed. As a result, both leads were removed and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.